Event description:
The reporter stated that the surgeon was using a copetitor's lens with a staar surgical injector and the lens became damaged by the injector. The injector model and lot number was not reported by the competitor. No patient injury reported. Further information has been requested, but none had been forth coming. If more information is received a supplemental medwatch report form will be sent.